Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy pacemaker (crt-p) went to the hospital for a device replacement. The device had not reached elective replacement time (ert), but had six months of remaining longevity and the physician wanted this crt-p to be replaced. This device was successfully replaced and will be returned to boston scientific for analysis. No adverse patient effects were reported.

Manufacturer narrative:
This device was successfully replaced and will be returned to boston scientific for analysis. This investigation will be updated should further information be provided or upon completion of analysis after this device is returned.